Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed an unknown white material attached to sheath. All markers appeared to be complete and in good condition.

Event description:
It was reported that a marker issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it was noted that the proximal marker had peeled off and was adhered to the shaft. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported that a marker issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it was noted that the proximal marker had peeled off and was adhered to the shaft. The procedure was completed with another of the same device. There was no injury to the patient.